Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated

Event description:
Boston scientific received information that an alert was received via remote monitoring that this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead exhibited a high shock lead impedance measurement of 128 ohms. A boston scientific technical services (ts) reviewed the information and noted there was a lot of regular variability between 90 to 125 ohms. The sales representative planned to discuss the issue with the patient's physician. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received from the local area sales representative indicated that the physician was in agreement with the analysis from technical services (ts) and dismissed the remote monitoring alert. It was also confirmed there had been no adverse patient effects.